Event description:
Reportable based on additional information received on (B)(4) 2013. It was reported that during percutaneous transluminal coronary angioplasty treatment procedure, crossing difficulty occurred. Vascular access was obtained via the brachial artery. The concentric target lesion was located in the non calcified and severely tortuous left anterior descending artery. The lesion was predilated using an unspecified balloon catheter. A 3.00mm x 28mm promus element stent was advanced but was unable to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is stable. However, additional information received revealed stent damaged.

Manufacturer narrative:
Date of birth: (B)(6). Device is a combination product. (B)(4). Device evaluated by manufacturer: the stent was severely damaged throughout its length. The stent was stretched distally to a length of 34 mm. The distal side of the stent was partially covered by a stent protector which was lodged onto the stent. The three most proximal strut rows were flared, possibly due to inflation of the balloon to a low pressure causing the stent to "dogbone" prior to the additional damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).